Event description:
It was reported that both internal packing seals were broken leaving no guarantee of sterility.

Manufacturer narrative:
This report will be amended when our investigation is complete.